Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a shorted lead warning. The health care provider reported that the ICD and transvenous defibrillation lead would be replaced. No adverse patient symptoms were reported.